Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, increased thresholds, possible loss of lv capture, and low level noise with patient isometrics. Technical services (ts) discussed possible troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, increased thresholds, possible loss of lv capture, and low level noise with patient isometrics. Technical services (ts) discussed possible troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service. It was reported that the patient presented to the hospital following a dizzy spell. Upon interrogation of the device, the lead safety switch (lss) feature was noted to have activated due to continued high out of range pacing impedance measurements. The lv lead exhibited no capture at maximum outputs in all but two programmed vectors, and impedance spikes were observed during patient isometrics. It was reported that a chest x-ray had performed previously, however, the results were unknown. The field representative inquired if the system was magnetic resonance imaging (MRI) conditional. Technical services (ts) discussed that it was not. The field representative noted that the physician planned to perform an off-label MRI scan. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, increased thresholds, possible loss of lv capture, and low level noise with patient isometrics. Technical services (ts) discussed possible troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service. It was reported that the patient presented to the hospital following a dizzy spell. Upon interrogation of the device, the lead safety switch (lss) feature was noted to have activated due to continued high out of range pacing impedance measurements. The lv lead exhibited no capture at maximum outputs in all but two programmed vectors, and impedance spikes were observed during patient isometrics. It was reported that a chest x-ray had performed previously, however, the results were unknown. The field representative inquired if the system was magnetic resonance imaging (MRI) conditional. Technical services (ts) discussed that it was not. The field representative noted that the physician planned to perform an off-label MRI scan. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.